Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. It was reported that during use the cs300 intra aortic balloon pump (iabp), volume of the balloon (iab status) was not matching with 'augmentation'. Patient involved and no harm reported. A getinge field service engineer (fse) checked error and fault logs. During preliminary checks found safety disk needs replacement based on hours due. Fse replaced safety disk. Did not find any other problems with unit. Test ran unit could not duplicate the problem. Device passed all function and safety tests per manufacturer specifications. Unit cleared for use.

Manufacturer narrative:
Corrected field : d10 ,e1 ( event site email ). Updated field : b4 , g3 ,g6 , h2 , h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cs300 intra-aortic balloon pump (iabp) had augmentation malfunction. Volume of the balloon was not matching 'augmentation'. No harm reported.